Event description:
The complainant reports that a therapeutic procedure of replacing a pt's, age and gender unk, enteral feeding device was required due to the loosening of the bolster from the tubing and the resulting backwash of gastric acid within 2 weeks of initial placement. The complaint unit was "slipping" into the stomach cavity and was removed without the use of any device. The new device was replaced successfully with no reported adverse affects on the pt.